Event description:
It was reported that embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. At the 45-day follow-up the closure device was discovered to have embolized to the thoracic aorta. The patient did not present with any symptoms. The closure device was successfully retrieved four days post embolization discovery via 18f femoral arterial sheath and biopsy forceps.

Manufacturer narrative:
Evaluation method codes added, evaluation result code added, and evaluation conclusion code updated from 'known inherent risk of device' to 'failure to follow instructions' media evaluated by MFR: procedural fluoroscopy and 1 video loop of procedural transesophageal echocardiogram (tee) was aided to provide in the investigation and reviewed by a boston scientific medical director. The tee showed one short loop of a short axis view of the left ventricle at the height of the mitral valve leaflets and did not provide any relevant information. The procedural fluoroscopy showed a chicken wing shaped left atrial appendage when injected with contrast from the pigtail. The 24mm watchman flx closure device was positioned in the left atrial appendage in a tilted fashion with one side too distal in the chicken wing and the other end too proximal, resulting in significant shoulder. This position did not allow for effective anchoring of the 24mm watchman flx closure device. There was also wire bias, thus the tug test performed was not effective for assessing the anchor. Additionally, the 24mm watchman flx closure device did not appear to be compressed. There was no recording of the 24mm watchman flx closure device after final release and there was no media showing it embolized. To conclude, the media did not show the embolized 24mm watchman flx closure device, however the procedural fluoroscopy showed suboptimal position of the 24mm watchman flx closure device prior to final release, which could have contributed to the embolization if it was released in that position.

Event description:
It was reported that embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. At the 45-day follow-up the closure device was discovered to have embolized to the thoracic aorta. The patient did not present with any symptoms. The closure device was successfully retrieved four days post embolization discovery via 18f femoral arterial sheath and biopsy forceps.